Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Event description:
The customer reported that they discovered an error during the initial chart check.

Manufacturer narrative:
The customer reported that they discovered an error during the initial chart check. The investigation was completed by conducting a thorough evaluation of the products and the reported information. The dicom rt plan shows that, on (B)(6) 2025, the customer imported field ab295 from eclipse (3rd party product) into mosaiq. The energy defined for the field was 6mv/6x, yet mosaiq incorrectly had the energy set to 15mv/15x. It has been determined from the logs and field delta's screenshot, that field ab295 was imported and the energy had been set to 15x instead of 6x. The logs do not show any anomaly when the field was imported into mosaiq. Elekta have attempted to reproduce the issue using the same plan that the customer saw the issue with the same version of mosaiq and the same configuration files but were unable to reproduce the issue. All testing worked as expected, i.e. Importing the 6mv/6x works correctly and does not change to 15mv/15x. Mosaiq did not have any malfunction and worked as designed and intended. The incident at the customer's site occurred during qa mode and the customer noticed this incorrect energy setting and corrected it. There was no patient mistreatment. The customer is using a varian device (3rd party product) which can support two energy levels (6x and 15x). It is possible that during the promotion of field ab295, the customer may have inadvertently selected the energy 15x from the drop-down option and imported it into mosaiq (use error). The customer could upgrade to mosaiq version 3.1.2 which has a "field protection" feature to lock down the plan promotion workflow to avoid the user inadvertently changing the parameters upon import.